Manufacturer narrative:
Heter.qn#(B)(4). The customer did not return the sample for evaluation, however, they provided a photo of the complaint sample. In the picture there is blood observed inside the cath-gard attached to the hemostasis valve of the sheath while in use. The image was reviewed; however, a comprehensive investigation could not be performed because the actual complaint sample was not returned. A device history record (DHR) review was performed on the sheath assembly including the hemostasis valve components and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns to occlude the hemostasis valve to minimize the risk of air embolism or hemorrhage. The IFU states "if catheter introduction is delayed, or catheter is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." Other remarks: the reported complaint for the sheath valve leaking was confirmed through visual examination of the customer photo. However, complaint verification testing could not be performed because the actual complaint sample was not returned for analysis. A DHR review was performed and no relevant findings were identified. Therefore, the probable cause of the leak could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges a dysfunction of the anti-reflux valve of the introducer after placement of the temporary pacing electrode catheter (bard ref: 006173p) causing a disturbance in the infusion of medications. It is reported that the patient had severe hemodynamic instability. Intervention - the medications were administered through a new catheter. No patient injury reported.

Manufacturer narrative:
Concomitant medical products: heter. Qn#(B)(4). The results of the investigation are incomplete at the time of this report. The product complaint form indicates that there was no patient injury.

Event description:
The customer alleges a dysfunction of the anti-reflux valve of the introducer after placement of the temporary pacing electrode catheter (bard ref: 006173p) causing a disturbance in the infusion of medications. It is reported that the patient had severe hemodynamic instability. Intervention - the medications were administered through a new catheter. No patient injury reported.